Event description:
One patient sample with discrepant urine glucose results. Initial result 250 mg/dl, repeat value was normal. Initial results were reported, patient not adversely affected. If additional information is received, appropriate notification will be provided.